Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The screwdriver shaft was analyzed for conformance to print specifications. The fracture face is homogenous which indicates material conformity. The stress marks at the top and the bottom of this device indicate regular use. Evidence shows mechanical overload due to lateral stress may have caused the breakage. No manufacturing product fault could be detected. This complaint is determined to be indeterminate.

Event description:
Instrument damaged. This is 1 of 1 report for (B)(4).